Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that the pt underwent a surgical procedure to remove the congenital enlarged odontoid process in 2008. The second surgery was performed two days post op, to implant the posterior fixation at occipital to c2. No screws were placed at c1. Approximately, ten days post the second operation, four occipital screws backed out. The third surgery was performed approximately two weeks after the secondary surgery to remove the screws.